Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction under and around the sensor patch adhesive. Sensor was inserted at the buttocks on (B)(6) 2015. Patient's mother described the skin reaction as itching and skin discoloration around the sensor insertion site. Patient treats the affected area with hydrocortisone cream 2%, prescribed by physician on (B)(6) 2015. Patient also applies over the counter neosporin to the affected area. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).